Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material #:382633 batch#:4222721 it was reported by customer that bd gauge IV catheters not auto retracting properly. Verbatim: complaint received via email(s) attached. Samples were received in sandy on 11/22/2024 for lot # 4222721/382536 262 (B)(4) unknown right now, let me know if this is the way to proceed with these samples. With this pr, additional representative samples were received for the following lots. Please let me know how to proceed. Trk # (B)(4). (B)(4) units 1309139/382633 (B)(4) units 2227036/382633 (B)(4) units 9290517/382633 (B)(4) 4123610/382633 (B)(4) 4267886/382633 (B)(4) 4249026/382633 (B)(4) 4102957/ 382633 (B)(4) 4234660/382533.

Event description:
Duplicate to (B)(4).

Manufacturer narrative:
Following the submission of the initial MDR, it was determined that this MDR is a duplicate to (B)(4) and will be void.